Manufacturer narrative:
Image review: three intraprocedural fluoroscopic media files were submitted for review. The absence of the patient executive summary limited the ability to perform a comprehensive anatomical assessment. Fluoroscopic valve load inspection was not available for review; therefore, confirmation of an acceptable valve load could not be verified. It was reported that one recapture was required due to suboptimal depth. The valve was deployed again just prior to the point of no recapture, and depth assessment was conducted exclusively in the lao view. In this view, the depth was estimated at approximately 3mm on the coronary cusp and 2mm on the left coronary cusp. Evidence shows that the valve was fully released and appears to be adequately positioned in the aortic annulus, and during removal of the delivery catheter system the nose cone interacted with one of the paddles of the evolut frame causing it to dislodge aortic. Consequently, a second valve was implanted. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation, the patient began the case with a high calcium score of 1100 and atrial fibrillation. The right femoral artery was used as the primary access, and no pre-dilatation was performed. The first valve deployment to 80% was too shallow and was recaptured. The second and final deployment was performed at 3mm non-coronary cusp (ncc) and 2mm left coronary cusp (lcc) using the cusp overlap technique, during which one paddle required forward pressure to fully deploy. After 100% deployment, when removing the nose cone from the left ventricle, it became caught on the outflow of the valve, resulting the valve to dislodge supra-annular into the ascending aorta. A gooseneck snare was introduced and used to position the valve above the sinotubular junction (stj) and below the innominate artery. The snare held the first valve in place while a second delivery catheter system (dcs) was introduced. The second valve was deployed at 4mm ncc and 5mm lcc, and again, one paddle remained attached during full deployment, requiring forward pressure and manipulation for release. The second dcs was removed successfully. Hemodynamic assessment showed no paravalvular leak, no aortic insufficiency, and no gradient.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0013149563); product type: 0195-heart valves; product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2026 product ID l-evolutfx-2329 (lot: 0013238843); product type: 0195-heart valves; product ID d-evolutfx-2329 (0013298788); product type: 0195-heart valves; product ID product ID evfxplus-26 (serial: (B)(6)); 0195-heart valves; implant date (B)(6) 2026 select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation, the patient began the case with a high calcium score of 1100 and atrial fibrillation. The right femoral artery was used as the primary access, and no pre-dilatation was performed. The first valve deployment to 80% was too shallow and was recaptured. The second and final deployment was performed at 3mm non-coronary cusp (ncc) and 2mm left coronary cusp (lcc) using the cusp overlap technique, during which one paddle required forward pressure to fully deploy. After 100% deployment, when removing the nose cone from the left ventricle, it became caught on the outflow of the valve, resulting the valve to dislodge supra-annular into the ascending aorta. A gooseneck snare was introduced and used to position the valve above the sinotubular junction (stj) and below the innominate artery. The snare held the first valve in place while a second delivery catheter system (dcs) was introduced. The second valve was deployed at 4mm ncc and 5mm lcc, and again, one paddle remained attachedduring full deployment, requiring forward pressure and manipulation for release. The second dcs was removed successfully. Hemodynamic assessment showed no paravalvular leak, no aortic insufficiency, and no gradient. Additional information was received that a non-medtronic guidewire was used for the procedure and the valve was implanted into the native annulus using slow deployment. Prior to slowly withdrawing the dcs, the nose cone was centered within the frame inflow by slightly retracting the guidewire. Per the physician, the cause of the dislodgement was nose cone getting caught on the outflow of the valve during retraction of the dcs but one paddle on the valve taking longer to deploy may have impacted the event. The physician indicated that the patient's annular calcium was approximately 100 which contributed to the dislodgement.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.